Manufacturer narrative:
The investigation determined that higher than expected vitros na+ results were obtained from a single sample obtained from a patient processed using vitros na+ slide lot 4234-1048-6662 tested on two different vitros 5600 systems. The na+ results from this sample were compared na+ results obtained from a second sample tube collected from the same patient. The most likely assignable cause of the event is an unknown sample related issue. A patient sample interferent is not a likely contributor as the issue was isolated to one sample obtained from a patient. Improper sample processing/storage protocol did not likely contribute to the event as the higher than expected vitros na+ results were reproducible. In addition, expected results were obtained from multiple non-sodium vitros microslide assays obtained from the same single patient sample. Based on acceptable historic quality control results, a vitros na+ slide lot 4234-1048-6662 performance issue did not likely contribute to the event. There is no indication an instrument related performance issue contributed to the event, since two different vitros 5600 systems were affected. In addition, results from a diagnostic vitros na+ within-run precision test were within acceptable guidelines on j2348, indicating that vitros 5600 system was performing as intended. Email address for contact office is (B)(4).

Event description:
The investigation determined that higher than expected vitros na+ results were obtained from a single patient sample processed using vitros na+ slide lot 4234-1048-6662 tested on two different vitros 5600 systems. The na+ results from this sample were compared na+ results obtained from a second sample tube collected from the same patient. Vitros na+ results of 209, 209, 168 and 170 mmol/l vs. The expected result of 128 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ result of 209 mmol/l was reported from the laboratory, however, a physician questioned the results and no treatment was given, changed or withheld based on the high na+ sample result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).